Event description:
Approximately eleven months after undergoing treatment for an unruptured (lica) left internal carotid aneurysm treated with enterprise stent and coils, the patient presented acute expressive aphasia, left facial droop and left arm weakness. Emergent CT angiography revealed a thrombus extending from the lica stent. IV t-pa was administered and the patient recovered fully. Recent follow up conventional angiography reveals complete resolution of in stent thrombus. The patient developed stroke symptoms in the pre-procedure holding area prior to her 6-month follow up diagnostic cerebral angiogram. She had, appropriately, discontinued plavix 3 months prior to the stroke (after 3 months of therapy) and remained on asa 325 mg daily as instructed. Her stroke symptoms have now completely resolved. She remains on asa and plavix daily. During a procedure it was incidentally discovered an unruptured left internal carotid artery aneurysm. Per protocol, the patient was treated with plavix 75 mg daily(discontinued after 3 months of therapy per protocol) and remained on aspirin 325 mg daily without interruption. The coil embolization was conducted assisted with an enterprise stent ((B)(4) /13471339). Six coils (trufill dcs orbit complex standard ((B)(4) /lot 13443533), trufill dcs orbit complex standard ((B)(4) /lot 13443532), trufill dcs orbit complex standard ((B)(4) /lot 13416596), trufill dcs orbit complex fill ((B)(4) /lot 13471483), trufill dcs orbit complex fill ((B)(4) /lot 14097466), and trufill dcs orbit complex fill ((B)(4) /lot 14097466) were placed during the index procedure without any issues. There was some residual flow into the aneurysm at the completion of the procedure. On the day of the event, no additional coils were placed, and the patient was on aspirin up to date of the event.

Manufacturer narrative:
The patient was the following medications pre procedure was donepezil 10 mg hs, lisinopril/hctz 10/12.5 mg qd, asa 325 mg qd, acetaminophen 650 mg prn, fish oil supplement , intra-procedure versed IV, fentanyl IV, alteplase (t-pa) 61.7 mg IV, and post procedure plavix 300 mg po. Discharged medications consisted of donepezil 10 mg hs, lisinopril/hctz 10/12.5 mg qd, acetaminophen 650 mg prn, asa 325 mg qd, plavix 75 mg qd. The parent vessel size proximally was 2.9 x 4.0 mm, and distally was 3.8 x 3.8mm. The enterprise stent was fully expanded and appose to the vessel wall after initial placement. The enterprise stent was fully expanded, and appose to the vessel wall and in a stable position as compared to position after placement. There was residual flow into the aneurysm at follow-up angiogram after the thrombotic event that was slightly increased c/w prior to event. The follow-up angiogram which showed resolution of the thrombosis did not reveal any factors with the device or vessel that may have contributed to the event. There were no indications of any conditions causing hypercoagulable state. This one of multiple products used during the same procedure on the same patient, which is associated with mfg report # 1058196-2010-00328, 1058196-2010-00392, 1058196-2010-00394, 1058196-2010-00395, 1058196-2010-00396 and 1058196-2010-00397. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported that while being prepped for her routine six month follow-up conventional angiogram post enterprise vrd assisted coiling of an unruptured left internal carotid artery (lica) aneurysm, the patient developed acute expressive aphasia, left facial droop and left arm weakness. Emergent CT angiography revealed thrombus extending from the lica stent. IV t-pa was administered and the patient fully recovered. Recent follow-up conventional angiography revealed complete resolution of the in-stent thrombus with some increase in residual flow into the aneurysm. With angiography there were no identified factors with the device or the vessel contributing to the thrombotic event. There are no indications of any conditions causing a hypercoagulable state. The patient's stroke symptoms have now completely resolved. She remains on asa and plavix daily. At index procedure the aneurysm, which was discovered during workup for diplopia due to left 3rd cranial nerve palsy, was treated with implantation of a 28mm enterprise vrd and placement of six orbit coils (638cs1430/lot 13443533, 638cs1230/lot 13443532, 638cs1030/lot 13416596, 638cf0925/lot 13471483, 638cf0615/lot 14097466 x2). It was reported that the parent vessel proximal to the enterprise stent was 2.9x4.0mm and distal 3.8x3.8mm. The enterprise stent fully expanded and apposed the vessel wall after initial placement. The stent remained in a stable position post placement. It was reported that there were no issues with the coils. There was some residual flow into the aneurysm at the completion of the procedure. Per protocol the patient was treated with plavix 75 mg daily (discontinued after 3 months of therapy per protocol) and remained on aspirin 325 mg daily without interruption. Additional medical history included early alzheimer's and hypertension. A review of the manufacturing documentation associated with these lots (13443533, 13443532, 13416596, 13471483, 14097466, & 14097466) presented no issues during the manufacturing process that can be related to the reported complaint. Review of all lots showed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No nonconformance records or excursion were found for all lots. Aneurysm recanalization after coil embolization is a known event and has been estimated to occur in anywhere from 5% to 38% of coiled aneurysms. Factors which may have a correlation with recanalization post coil embolization include larger aneurysm size, neck size, packing density, and inflow angle. With review of the available information there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time. This one of multiple products used during the same procedure on the same patient, which is associated with mfg report # 1058196-2010-00328, 1058196-2010-00392, 1058196-2010-00393, 1058196-2010-00394, 1058196-2010-00395, 1058196-2010-00396 and 1058196-2010-00397.